Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set ckt. After 3 hours of treatment, an external fluid leak was observed, the spike of the y priming accessory was found cracked. There was no serious injury to the patient or medical intervention to preclude serious injury. Currently, no additional information is available.